Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Visual inspection of the returned product identified that the device punctured through the sterile barrier and the outer box. The reported event is confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is likely to be due to transit damage. Corrective actions have been initiated to address this issue. The likely condition of the product when it left zimmer biomet control was conforming to specifications. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the outside package it was discovered that the implant had gone through the sterile packaging. There was no patient involvement and the implant was not used. Attempts have been made and additional information on the reported event is unavailable at this time.